Manufacturer narrative:
(B)(4). Batch # p56g9z month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the ats45 device was received with no apparent damaged and with two tr45w cartridges present. Cartridges b, c were fully fired, lockout normal. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not staple on one unknown side using a white reload. Another white reload was used which again did not staple on one unknown side. A blue reload was used to complete the procedure. There were no patient consequences.